Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was received with broken belt clip slot.

Event description:
The customer reported being in the emergency room due to high blood glucose over 600mg/dl. The customer stated that every time she changed the site, her blood glucose did not drop. The customer declined to troubleshoot and requested a replacement. No further information was provided.